Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing diagnosis procedure was performed when the issue happened, which was cancelled due to footswitch losing communication and not engaging flouro or exposure. The remote service engineer (rse) identified that the room and were unable to take images. After reviewing log file, rse found there are issues with the disk bay of the ip-pc. Upon troubleshooting, on onsite visit philips field service engineer (fse) found the system need to replace the ippc. On recurrence the same issue reoccurred on (B)(6) 2024, fse provided the quotation for ippc replacement, but customer did not accept the quotation. The quotation has expired, and no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system had ippc issue. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.